Manufacturer narrative:
Inspected 1 opened and 1 used enlite sensor, found the sensor cannula was bent per our visual inspection. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Event description:
It was reported that the customer's transmitter did not blink green when connected to the sensor. Customer's blood glucose level at the time 135 mg/dl. Troubleshooting occured, and it was determined that the cannula was bent. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.